Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested, but not received.

Event description:
It was reported, the patient's ipg was end of service. And it is unknown, if the device depleted prematurely. The patient is not receiving therapy. Surgical intervention may take place at a future date to address the issue.